Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stone removal performed on (B)(6) 2025. During the procedure, it was reported that the cutting wire was offset. The device was able to bow normally but, the direction of the cutting wire was incorrect. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of device cutting wire kinked. Please see block h11 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable investigation results of cutting wire kinked. Block h11: (investigation results). The returned autotome rx 44 was analyzed, and a visual evaluation noted that the cutting wire was kinked and popping out. Due to the condition of the device, the cutting wire was incorrectly oriented. Additionally, the working length was twisted. No other problems with the device were noted. The product analysis revealed that the cutting wire was kinked. This condition could have been caused by operational factors, such as manipulating the device through difficult anatomy, the used technique for the device manipulation or by the interaction between the device and the scope (hitting against a hard surface). Once the cutting wire is kinked, it is possible that it may get stuck causing the cutting wire to pop out and by this condition it is impossible to correct the orientation of the cutting wire. Based on all gathered information, the most probable root cause is adverse event related to procedure.